Event description:
In 2007, the sales representative reported that the cage broke on the inserter while inserting into the pt during an anterior lumbar fusion. The surgeon removed the cage. Additional info rec'd on nine days later, the sales rep reported that the surgery was for l4-5 level. There was no surgical delay and not pt injury.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.